Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of an insert slide clamp alarm was confirmed. The cause of the reported condition was due to a damaged safety slide clamp assembly. In order to correct the issue the safety slide clamp assembly was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up report will be sent.

Event description:
It was reported that a flogard infusion pump experienced an insert slide clamp alarm. There was no patient involvement. Additional information was requested and is not available.